Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.099" x 0.27 was found to be broken off the yaw pulley. The broken piece was not returned. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the needle driver broke off inside the patient's abdomen. The tips froze as the surgeon was suturing, and upon the second removal of the instrument, one tip broke off. An x-ray was required for retrieval. The procedure was completed with no reported injury.